Event description:
The hospital reported that three heartstring iii proximal seals failed to load properly. We are following up with the customer for additional details regarding this event, including the date of the event and the outcome for the pt. A follow up report will be submitted if additional info is received. Refer to MFR reports # 2242352-2013-00898 and 2242352-2013-00992 for the related reports.

Manufacturer narrative:
The heartstring iii device was returned to the factory for evaluation. It showed no signs of clinical usage. There was some evidence of blood on the device. The delivery device was returned inside of the loading device. The tension spring assembly and the anchor tab were inside of the delivery device. The seal was located under the window of the loading device. The green slide lock and white plunger were not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).